Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the catheter detached into the patient. The detached piece was retrieved by dilating with a cre balloon and then using another extractor balloon to sweep the piece from the cbd and was retrieved. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.